Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a low blood glucose (bg) level (20 mg/dl). Reportedly, the pump basal rate had been switched from 0.8 units of insulin to 8.0 units of insulin. Tandem technical support reviewed pump data and found the pump basal rate was manually changed by the customer. The customer was treated with a glucose tablet, and released from the emergency room 8 and a half hours later. Customer's bg level was 195 mg/dl upon being released from the emergency room.